Event description:
It was reported that guide wire coating detachment occurred. The target lesion was located in the diagonal artery. A 300cm graphix¿ guide wire was selected and advanced through an avenue insertion tool; however, the scrub tech noticed the wire to "gritty" while inserting it into the avenue insertion tool. The physician stated the wire "felt different" while attempting the device to cross the lesion. The physician removed the wire to reshape but was unable to load the wire back into the introducer. Two other unspecified wires were tried and was introduced successfully. The introducer was flushed and it was noticed that there are small pieces of debris on the table. No patient complications were noticed and the patient's status was good.

Manufacturer narrative:
(B)(4). Evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the device at review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the visual inspection was performed and the device presents that the distal end kinked at 2.1cm and at 7.8cm approx. From the distal end. All the outer diameter and guidewire overall length taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire coating detachment occurred. The target lesion was located in the diagonal artery. A 300cm graphix¿ guide wire was selected and advanced through an avenue insertion tool; however, the scrub tech noticed the wire to "gritty" while inserting it into the avenue insertion tool. The physician stated the wire "felt different" while attempting the device to cross the lesion. The physician removed the wire to reshape but was unable to load the wire back into the introducer. Two other unspecified wires were tried and was introduced successfully. The introducer was flushed and it was noticed that there are small pieces of debris on the table. No patient complications were noticed and the patient's status was good.